Event description:
It was reported that a spectrum iq pump displayed intermittently "shut door power off" messages which indicates the device not recognizing a closed door. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿shut door power off messages¿ was reproduced. When attempting to close the door with a loaded set it gives resistance and the link binds making it difficult to fully latch. A review of the event history log revealed several "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. To resolve the customer issue the link will be adjusted, and the hooks will be replaced during the repair process. Should additional relevant information become available, a supplemental report will be submitted.